Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported that customer's adc blood glucose meter had been displaying an unspecified error message for two days. Caller further reported that on (B)(6) 2016 customer was feeling "faint" but because of the error message he could not get a reading so he self-presented to an urgent care facility. At the clinic customer was diagnosed with hyperglycemia and treated with "extra insulin" (lantus). No further information was provided by the caller. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's daughter reported that customer's adc blood glucose meter had been displaying an unspecified error message for two days. Caller further reported that on (B)(6) 2016 customer was feeling ''faint'' but because of the error message he could not get a reading so he self-presented to an urgent care facility. At the clinic customer was diagnosed with hyperglycemia and treated with ''extra insulin'' (lantus). No further information was provided by the caller. There was no report of death or permanent injury associated with this event.